Manufacturer narrative:
The lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint samples are not available for evaluation. The complaint investigation is inconclusive. The complaint samples were not returned for evaluation. Without the actual samples angiodynamics is unable to conduct a thorough investigation. The cause of the complaint is unknown. A possible cause for this complaint type is if the balloon is not completely deflated. Angiodynamics has conducted extensive interface testing with the terumo sheath and the 8x4x75 balloon catheter. The 8x4x75 balloon passes through the 5f terumo sheath with ease. The terumo has a specification of .074 go / .075 no go and the 8x4x75 balloon catheter has an od specification of .069". The review of the manufacturing records verified that the lot was manufactured and released to specifications. The instructions for use state the following in regards to the reported complaint: caution: so not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Case should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. 7x4x75 is rated for 14atm, 5f sheath. 8x4x75 is rated for 12atm, 5f sheath. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual additional catalog number 16801135 and additional lot number 937084.

Event description:
After the balloon was inflated and deflated it would not come out of the sheath without lots of force. Physician was worried the balloon was going to tear.